Event description:
It was reported that this pacemaker exhibited difficulties to interrogate. Technical services (ts) performed further analysis and determined that the device had recorded a true positive remote monitoring disabled (rmd) alert for radio frequency (rf) telemetry due to a low loaded battery voltage measurement. Device replacement was recommended, and the findings were communicated to the health care professional (hcp). No adverse patient effects were reported. This pacemaker remains in service.